Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) went onsite and confirmed that system is not booting up all the way. Upon testing fse found there was pc related issue. The cause of flex vision pc failure could not be conclusively determined by the supplier's part analysis. To resolve the issue fse replaced flex vision pc, performed software download and reconfigured pc. After replacement of flex vision pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not fully boot. It stuck at 0:00. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision computer and returned the system to use in good working order.